Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event; the epg (external pulse generator) passed incoming tests. (B)(4).

Event description:
It was reported when pressing the menu button the epg (external pulse generator) made the pacing pause instead of giving the pacing mode. The epg was returned for service. No patient complications have been reported as a result of this event.